Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2007: date of first dialysis treatment. On (B)(6) 2007-(B)(6) 2007: hd treatment sheets noted continual increasing fluid weight gain, with a weight gain of 4.3 kg on (B)(6) 2007. Treatments were completed without complaints. On (B)(6) 2007 treatment sheets: patient denied any complaints pre-dialysis. Patient came to dialysis with weight a gain of 5.6kg (last dry weight (B)(6) and pre-treatment weight (B)(6)). Three hours into treatment, patient vital signs bp 128/63 p 59 (last recorded vital signs); patient complained of cramps and 200ns was given. Complained of left foot cramp and could not breathe. Cardiopulmonary resuscitation (CPR) was started and automatic external defibrillator connected, emergency medical services (ems) arrived and continued CPR. No medical records were received after transport to the hospital; such as hospitalization records, documentation of medical intervention and/or death certificate or autopsy report. On (B)(6) 2007 dialysis discharge report: patient transferred to hospital via ems. Date of death: (B)(6) 2007, cause of death: heart failure, unspecified.

Manufacturer narrative:
This file was opened following the review of medical records received on legal files 1225714-2013-00439 and 1225714-2013-00440. These files allege a cardiovascular event during hemodialysis treatment on (B)(6) 2007; therefore, this MDR is being submitted as part of a system level review. Medical records were provided and reviewed by the post market clinical staff and physician. According to the medical records (383 pages) provided by the plaintiff's attorney; the patient had significant co-morbidities including but not limited diabetes with renal manifestations type 2, fluid overload disorder, congestive heart failure (unspecified), coronary atherosclerosis of vessel (nos). During dialysis treatment the patient complained of cramps (200ns given) and stated unable to breathe resulting in CPR being initiated. AED connected and ems response. The patient's recent bicarbonate levels were wnl of 24. Based on the hd treatment sheets and the documented increasing fluid gain, a definitive conclusions cannot be made to relate the event. Additionally, no product has been returned and no product identifiers were provided; therefore, no conclusion can be drawn. Upon final review by the physician of the medical records received, and completion of the plant investigation a follow up report will be submitted. Reference MFR numbers: 1225714-2013-00439, 00440, 00441, 00442, 1713747-2013-9918, 2937457-2013-00104, 1713747-2013-00282, 8030665-2013-00478.